Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. No device information, nor type of the device was provided yet. A good faith effort attempts to try and retrieve additional details regarding the reported event are in progress to obtain product details, patient information, procedure and patient outcome, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a transient ischemic attack post procedure. 64 ablations were done in total, time on fluoro was 11.7. No more information was disclosed. Product return is not expected.

Manufacturer narrative:
Correction to suspect medical device good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the transient ischemic attack (tia) and air embolism are known inherent risk of use of this device. Device history record review: the ship history was unable to be completed as the required documentation was unavailable. Upn number was unknown. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review; a risk review performed for the farawave device confirmed that the events of transient ischemic attack (tia) and air embolism are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of transient ischemic attack (tia) and air embolism are known inherent risk of the farawave device. Transient ischemic attack and air embolism are considered within the risk threshold of embolism . Embolism is an expected procedural complication addressed within the IFU for the faarwave catheter. The event occurred following transseptal access, and while the physician indicated that the event was likely related to an air embolus in the setting of multiple attempts to cross the septum, this mechanism cannot be definitively established based on the available information. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that a patient experienced a transient ischemic attack post procedure. 64 ablations were done in total, time on fluoro was 11.7. No more information was disclosed. Product return is not expected. It was further reported that a paroxysmal atrial fibrilation ablation was treated. No trouble shooting needed, it was a very straight forward procedure transeptal access with difficulty crossing the septum procedure was very unremarkable with all original opened equipment. No equipment failure. We had now equipment issues. All boston equipment worked as designed with a textbook procedure outcome. The physician believed he had an air embolus from a complex transeptal anatomy and multiple attempts symptoms were and not permanent patent was discharged the following day with zero deficits.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, patient code (f10 and h6), in sections f - user facility/importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a transient ischemic attack post procedure. 64 ablations were done in total, time on fluoro was 11.7. No more information was disclosed. Product return is not expected. It was further reported that a paroxysmal atrial fibrilation ablation was treated. No trouble shooting needed, it was a very straight forward procedure transeptal access with difficulty crossing the septum procedure was very unremarkable with all original opened equipment. No equipment failure. We had now equipment issues. All boston equipment worked as designed with a textbook procedure outcome. The physician believed he had an air embolus from a complex transeptal anatomy and multiple attempts symptoms were and not permanent patent was discharged the following day with zero deficits.